Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm during troubleshooting for a motor error alarm on his insulin pump. Customer's blood glucose level at the time of the incident was 265 mg/dl. Customer reported that replacing the infusion set tubing and performing a fill cannula solved the no delivery problem. No product was expected to be returned.